Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor was replaced and the downstream tubing guide was reworked.

Event description:
It was reported that a spectrum infusion pump had a false downstream occlusion alarm in the maternity care area. It was also reported that there was no patient involvement.